Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion along the lead body were noted. Especially 33 cm distal of the df4 connector pin, the insulation was damaged due to squashing. In this region, the coating of the rope conductor to the ring electrode showed damage. The damage is with high probability the cause for the clinical observations. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The ICD was fully functional during the analysis. Both the examination of the connection system and of the electronics showed no deviations from the specifications. In summary, there were no indications of material defects or manufacturing errors.

Event description:
After an implant period of approximately 7 months, intermittent loss of capture was reported, while all lead measurements were reported to be in range. The system was explanted and returned to biotronik for analysis.